Manufacturer narrative:
Pt sex, pt weight: unk. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Method - (other) - lens work order search. Results - (other): a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Medical review: od: reportedly iol( three-piece silicon) was explanted almost 13 years after implantation to address change in visual acuity caused by subluxated lens. Another lens of different model was implanted in the sulcus. No reported postoperative sequelae. The facility reported, the most likely cause of lens dislocation was spontaneous inferior haptic damage .the fracture of an iol after implantation is a very rare complication and almost all previously reported cases involved lenses made of polymethyl metacrylate (pmma). There has been a case report of spontaneous fracture,11 years after implantation, in a three-piece silicone polyamide-haptic design, but the fracture was attributed to different factors : patient related (strong capsular fibroses, lifting of an heavy object) - when different forces applied to the iol optic and haptic and subsequent change in iop might have forced the iol optic and haptic anteriorly through the pupil, resulting in fracture of the iol haptic and/or procedure related- unnoticed damage on the haptic near the haptic-optic junction (during folding, loading, or implantation) at the time of initial surgery, which can be cause of delayed haptic fracture. Based on the complaint history and device work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a aq2010v three piece silicone lens. Iol was implanted (B)(6) 2001 and explanted on (B)(6) 2014. The haptic broke and the lens became dislodged 12 years post insertion. Iol was explanted, exchanged and replaced with an iol in the sulcus.

Manufacturer narrative:
Method: device history review. Results: based on the device history report investigation performed, the most probable root cause of this complaint cannot be determined. Conclusions: based on the complaint history, work order search and device history review, a specific root cause of this event could not be determined. (B)(4).